Event description:
After routine reprogram, the patient called to say he was unable to ¿turn off the machine.¿ the company representative walked the patient through turning off the implant neurostimulator (ins) over the phone and he still was unable to ¿turn off the tingle.¿ the patient then went to the doctor¿s office and all programs were turned off, he did not feel the stimulation. The doctor asked the patient to sit down, upon sitting he thought he could feel the stimulation. The doctor looked at both the clinician programmer (8840) and patient programmer and agreed/confirmed the stimulation was off. It was noted that reprogramming was performed. The doctor told the patient to call his office monday if the problem returns. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. (B)(4).